Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Certified diabetes educator reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 431 mg/dl. Customer experienced diabetic ketoacidosis when being admitted into the hospital. Troubleshooting for high blood glucose levels was performed. Customer experienced being confused and slow. Customer treated their high blood glucose levels using a manual syringe. Customer experienced no delivery alarms prior to the hospitalization but troubleshooting could not be done due to customer not being available. Diabetes educator was advised to have customer call back when they get out of the hospital to continue troubleshooting and get more details.